Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure the 4.0 x 8 mm nc voyager balloon dilatation catheter was to be used but the device was noted to be damaged just below the balloon area and there was a hole or leakage below the proximal shaft. The device was not used. There was no patient involvement. A second abbott balloon dilatation catheter was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.